Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings and/or her normal results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on(B)(6) 2012 at 7:31 am. The patient claimed that she obtained blood glucose results of "358, 305, 343, 277,369, 380, 375, 397 mg/dl". The patient reportedly manages her diabetes with humalog insulin pump therapy. The patient denied developing symptoms as a result of the alleged issue. However, the patient reportedly increased her insulin by "6-7 units" as a result of the alleged issue. The patient denied using any other blood glucose device. At the time of troubleshooting the patient did not have control solution to run a control test. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. Lfs's product analysis evaluated the test strips ((B)(4) 2012) associated with this complaint and they reportedly failed testing. This complaint is being ruled out as an adverse event because the patient denied developing symptoms due to the alleged issue. In addition, the reported increase in insulin correlates with the blood glucose results obtained on the subject meter and the allegation. However, this complaint is being reported as a malfunction because the test strips associated with this complaint reportedly failed testing.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strip vial desiccant was evaluated and found to be exposed to too much moisture and the test strips involved with this complaint were tested and found to have failed for control solution high. The patient declined to return the subject meter .if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.